Event description:
Customer reported erroneous low test results for valproic acid were obtained for quality control and one patient sample when using the unicel dxc 600 synchron system. Beckman coulter evaluated the customer's quality control data. Quality control results were outside the 2 sd (standard deviation) range (low) on (B)(6) 2012. Customer stated that the recovery for valproic acid on another unicel dxc 600 synchron system was acceptable. The erroneous test results for one patient were reported out of the laboratory. An amended report was issued. There were no reports of death, serious injury or affect to patient treatment associated with this event.

Manufacturer narrative:
The customer began using a different lot number of valproic acid reagent, performed precision using quality control materials, and the control recoveries were within the establish ranges (1sd). The cause of the low test results for quality control material and the patient sample is unknown.